Event description:
It was reported that during a routine follow-up the implantable pulse generator (ipg) was noted to have an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset occurred. Device experienced a critical ram parity error por on (B)(6) 2012, in location "0f a2". Device should be able to recover from the event and continue normal function.